Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was admitted for x-rays after experiencing a fall. The pt was alert and oriented. Interrogation of the device noted intermittent speed drops. The night nurse noted short ventricular tachycardia (vt) runs/ectopics throughout the evening. Magnesium was replaced for a 1.6 level and fluid challenged for low urine output. Lab review indicated elevated creatinine from 2.2. Up to 3.1. The hospital performed an echocardiogram (echo) which indicated the left ventricular size is small, global systolic function is severely reduced, moderately reduced right ventricle (rv) systolic function, and compared to prior study on (B)(6) 2013, the aortic regurgitation (ar) and tricuspid regurgitation (tr) has increased. The pt is currently on epinephrine/milrinone gtts. Urine output remains low (bumex gtt initiated). Pt is asymptomatic.

Manufacturer narrative:
The pt is progressively doing better without pump issues and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.